Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g306 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g306 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The complaint kit was returned for investigation. An examination was performed on the received kit and found a scuff mark on the return tubing segment where the operator reported a leak. The tubing segment was pressure tested and confirmed the leak at the site of the scuff/tear on the return tubing segment. The scuff mark seen on the return tubing segment is consistent with those made when tubing is not properly installed into its pump head. A device history record review did not identify any related non-conformances, and this kit lot had passed all lot release testing. The root cause for tubing leak is most likely due to the tubing becoming damaged from being incorrectly installed into the pump head during installation. No further action is required at this time. This investigation is now complete.

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated the leak was coming from the return pump tubing segment. The customer reported approximately 330 ml of whole blood was processed when the leak occurred. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable. The customer stated the patient was currently receiving treatment on another instrument. The customer has returned the kit for investigation.